Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the patient started to experience a pulsating sensation like hiccups. Some adjustments were made and the sensation stopped; however, it occurred again later the same day as well as the next. Approximately two weeks later, the patient continued to feel intermittent chest pulsations similar to diaphragmatic stimulation. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.